Manufacturer narrative:
Product analysis #(B)(4):analysis information -- (B)(6) 2021 16:09:27 cst pli# 10 product ID# 863720. Analysis of the pump revealed a low battery reset of an undetermined cause. As per the logs, the pump administered baclofen with concentration 2000.0 mcg/ml at a dose rate of 267.6 mcg/day as of (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer regarding a patient who was receiving an unspecified drug, of unspecified concentration, at an unspecified dose rate via an implantable pump for an unspecified indication for use. No further information provided. No patient symptom was reported.